Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that two weeks after the implant procedure, the patient presented to the hospital with chest pain. A CT scan was taken, and demonstrated right ventricular (rv) lead perforation. The rv lead perforated the right ventricle, and passed through the pericardium, and was located in the pleural cavity. It was suspected that the helix caused the perforation, possibly due to residual torque left in the lead, after wound closure. The patient underwent emergency cardiothoracic surgery to extract the lead, and to repair the right ventricle, and pleural cavity. A new epicardial rv lead was implanted to complete the revision procedure. No additional adverse patient effects were reported. The explanted lead was cut during the revision procedure, and discarded at the hospital.